Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-tortuous vessel in the forearm. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10atm within 1 minute. The device was removed using normal method without issue and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.